Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4), aug 8, 2016.

Manufacturer narrative:
The device associated with this report was not returned and are presumed yet implanted. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed extensive arthrofibrosis of the extensor mechanism with a significant amount of scar tissue. The medical records suggest excessive scar tissue was the cause of the patellar clunking and pain at the time. Review of the device history records did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found of product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised because of pain, swelling, and numbness and coldness in her toe. Doi: (B)(6) 2011- dor: not revised (left knee). Update rec¿d (B)(4) 2014 - patient's medical records were received. Records indicate the patient underwent an arthroscopy on (B)(6) 2013 to address adhesions. There is no indication the patient has been revised. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014- patient's medical records were received. Medical records were reviewed for MDR reportability. The patient's office visit on (B)(6) 2013 indicates the patient's chronic pain was felt to be related to arthrofibrosis and scarring of the extensor mechanism, therefore was taken to surgery for and arthroscopy. The patient's femoral component and patellar component are being reported at this time. The complaint was updated on: 10-22-2014.